Event description:
Emt's responded to a person described as in cardiac arrest. The pt was connected to the device with a fast-patch adapter and disposable defibrillation/ECG electrodes. According to the reporter, when the first shock was delivered, arcing was observed at the snap connector to the electrodes. The snap connector was resecured and proper operation was subsequently observed. The pt was not resuscitated. The rptr stated the reported incident did not cause or contribute to the death of the pt because of the pt's lack of viability and subsequent proper operation of the device.